Event description:
(B)(4). The only information contained in this report is correction or additional information. This report is for an unknown plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for an unknown plate/unknown lot. Implant date: unknown. Explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.